Event description:
This report is based on information provided by philips remote service personnel and will be further investigated by the philips complaint handling team. A complaint was received regarding a tempus pro device. The reporter indicated that during preventative maintenance, the lower half of the device's display assembly appeared dim. To correct the reported issue, replacement of the display assembly was determined to be necessary. No patient involvement was reported in association with this event.